Event description:
The customer reported that their batteries melted upon insertion into their cardiochek plus analyzer. There were no allegations of patient/user harm. There were no allegations of incorrect results.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated and no damage observed to the battery compartment. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.